Manufacturer narrative:
Based on the investigation performed, the probable cause of the collimator detachment could be misuse as the user had stated it appeared to be maliciously damaged. However, this could not be confirmed.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a collimator detached from an amx 4 portable x-ray unit. The system was not in use at the time of the event and therefore there was no patient involved.